Event description:
The account reported the head section will raise when the bed is plugged in and no switch is depressed. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support asked the account to isolate the side rails of the bed to troubleshoot the cause of the head section self-run. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution with no feedback from the account. Based on this information, no further action is required.